Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump displayed a downstream occlusion. There was no reported injury to the patient.

Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating that the pump was not used on the patient when the reported event occurred. Device evaluation summary: one cadd solis vip pump was returned for analysis in used condition. Visual inspection of the pump found that pump in good physical condition. Review of device history log identified following event: high alarm silenced: downstream occlusion the pump passed functional testing. The customer's issue was could not be duplicated. The complaint was not confirmed. The problem source could not be identified.